Manufacturer narrative:
Investigation: per the american association of blood banks (aabb) therapeutic apheresis: a physician's handbook,the rate of adverse events during therapeutic apheresis is 4-5% with the risk being slightly higher during a first-time procedure. Within the study, most complications were minor and well tolerated. A review of the device history record for this lot showed no irregularities during manufacturing that were relevant to this issue. Terumo bct performed an auto test and full simulated run on the machine involved in this event. No issuers were found. Root cause: the available evidence points to the reactions as being vasovagal and physiologic responses to the apheresis procedures.

Event description:
The customer reported that a patient had a reaction during a mononuclear cell (mnc) collection during an mnc research procedure. The patient became dizzy, nauseated, and diaphoretic approximately 20 minutes after the initiation of the mnc procedure. Her blood pressure was 81/50. The patient was stabilized and a procedure restart was attempted, but the symptoms returned. The physician ordered a bolus of normal saline in response to the symptoms. The patient returned to her baseline and is considered healthy. The disposable set is not available for return, because it was discarded by the customer.